Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received required intervention for hypoglycemia. The patient's blood glucose levels had dropped to 46 mg/dl while wearing the pod for longer than 48 hours. The patient reports being found having a seizure and foaming at the mouth. Upon arrival of the paramedics the patient was treated with intravenous fluids, orange juice and crackers. The patient was with the paramedics for 2 hours. The patient reports by the end of the day their blood glucose level was 95 mg/dl. It should be noted that the patient reports having bacteria in their stomach as well as a sinus infection in which they are taking 5 different antibiotics for.